Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported that locator abutment fractured at tooth location 29. Doctor confirmed the locator was tightened according to protocol, 20n with no issues. Another locator from stock was placed. No impact to the patient reported.

Manufacturer narrative:
Fracture zest dental locator abutment was received for investigation. Zest quality assurance has conducted an investigation for the suspected device. The complaint report was received, reviewed, and evaluated by the zest dental solutions complaint process in compliance with applicable FDA and ous country regulations. Applicable zest internal lot history records were reviewed to evaluate whether any internal deviations, non-conformances, or problems occurred during the manufacture of the lot, which could cause or contribute to the reported complaint condition. A review of other zest complaint files and related trending data for similar incidents was performed to evaluate whether other similar complaints have been received and if data suggests any adverse trends may have contributed to the complaint root cause. No manufacturing defect/event was noted, event is tracked and trended with no further actions taken at this time. Therefore, based on the evaluation, the malfunction had occurred, thread fracture was identified during function and this report was confirmed following inspection. Fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals.

Event description:
No further event information available at the time of this report.